Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchofiberscope was returned to the service center with a report of a leak. This does not indicate a reportable malfunction, however, a reportable failure was found during testing at the service center. During inspection of the device, it was observed that the coating on the ig coil is peeling off. There was no patient involvement.